Event description:
The customer reported when they went to post three images, one of the images disappeared completely. After rebooting, the image was still missing. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.